Manufacturer narrative:
Device analysis report attached. This report was submitted on march 21, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to brain cancer. It is unknown if there are plans to reimplant the patient as of the date of this report.